Manufacturer narrative:
(B)(4).

Event description:
During follow up a type ib endoleak was noted from an additional extension implanted. The patient refused additional treatment to fix the type ib endoleak; however, the patient and the physician elected for open repair. The physician performed an intervention where the stent graft was explanted and repaired the aneurysm with the open repair. The stent graft explanted was discarded by the user facility. The intervention was completed successfully. The physician noted the cause of the type ib endoleak due to poor placement and undersized graft. No additional clinical sequelae were reported and the patient is doing fine.